Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with a compression stocking. The customer states that the pt has suffered skin damage up to necrosis after wearing the stocking for 24-48 hours.